Event description:
Customer reported the lemo connector was broken. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and lemo connector. The other issues were not addressed.